Event description:
Sorin group received a report that the d901 lilliput 1 new born hollow fiber oxygenator performed poorly during the procedure. The clinician replaced the oxygenator with another and the procedure was completed without further incident. There was no report of pt injury.

Manufacturer narrative:
Sorin group (B)(4) manufactures the d901 lilliput 1 new born hollow fiber oxygenator. The incident occurred in (B)(6). This medwatch is being filed on behalf of sorin group (B)(4). Sorin group received a report that the d901 lilliput 1 new born hollow fiber oxygenator performed poorly during the procedure. The clinician replaced the oxygenator with another and the procedure was completed without further incident. There was no report of pt injury. It was also reported that the change out of the oxygenator took 5 minutes. This medwatch report is being filed as a result of this prolonged change out time. The investigation is ongoing. A f/u report will be sent when the investigation is complete.